Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive results for anti-d on two different tango optimo on site when using bromelin for erytype. The customer suspected that the bromelin for erytype would not work for full 24 hours after preparing the working solution. The customer observed "weird looking results" in the d- wells when using solution that was prepared approximately 22 hours ago. The customer did not send in the allegedly defective for investigational testing. Therefore our quality control laboratory tested their retained sample of the supposedly defective lot bromelin for erytype and also a reference lot. Both reagents were tested when freshly prepared and a second time after 22 hours "on board". Erytype s abd+rev.a1b #8646110 was used for the testing which is the same lot that was used by the customer. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot bromelin for erytype. Both affected tango optimo were checked by our field service engineer. No indication for an instrument malfunction could be identified, both instruments were confirmed to operate within specification. The customer assumes improper mixing of reagents by a new employee.